Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified an intermittent issue with the wired foot switch. To resolve the issue, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. The wired foot switch was returned for further analysis. Functional testing was performed and, no failure was identified. However, visual inspection identified a cable defect. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the system failed to expose. No harm was reported to philips. Philips has started an investigation of this compliant.